Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Specific bg values were not provided. Reportedly, the customer went to the emergency room (ER) and/ or was hospitalized. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.